Manufacturer narrative:
Corrections: b1 adverse event/product problem, h1 type of reportable event.

Event description:
It was reported that burr detachment occurred. The target lesion was located in the right coronary artery. The rotapro 1.25 mm was successfully advanced through the guide catheter and to the lesion. During the first ablation of the lesion, the burr detached from the shaft. The physician tried the ping pong technique and the use of a lasso to retrieve the burr, with no success. Since the detached burr remained on the guidewire wire, the burr, guidewire and guiding catheter were able to be removed at the same time. The procedure was completed successfully with an additional guidewire and rotapro 1.25 mm. No patient injury was reported.

Event description:
It was reported that burr detachment occurred. The target lesion was located in the right coronary artery. The rotapro 1.25 mm was successfully advanced through the guide catheter and to the lesion. During the first ablation of the lesion, the burr detached from the shaft. The physician tried the ping pong technique and the use of a lasso to retrieve the burr, with no success. Since the detached burr remained on the guidewire wire, the burr, guidewire and guiding catheter were able to be removed at the same time. The procedure was completed successfully with an additional guidewire and rotapro 1.25 mm. No patient injury was reported.